Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a cysto ureteroscopy on (B)(6) 2024, the doctor allegedly stated that the distal tip of the scope that used in the procedure was being sharp and caused damage to the patient's ureteral linning. Nevertheless, they were able to complete the procedure using the same scope without any delay. According to the doctor, patient was given stent analgesics for the pain after the procedure, and seems to be doing better now.